Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The delivery system was returned in position 2. The inner sheath was also kinked. Functional inspection was performed, by passing the catheter through the luer without resistance. The stent hub was moved to the second and fourth positions. Finally, the stent was deployed without problems. A dimensional inspection was performed, and the length of the outer sheath was within specification. No other issues were noted with the stent and delivery system. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the observed failure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent failure to deploy was confirmed as the stent was returned partially deployed and stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on june 14, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during an echo endoscopy procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the other sheath. The procedure was not completed. The patient was transferred to radiology department and the procedure was completed radiologically. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation on june 14, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during an echo endoscopy procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the other sheath. The procedure was not completed. The patient was transferred to radiology department and the procedure was completed radiologically. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication.